Event description:
Report rec'd of an overdelivery. The pump was programmed to deliver an unspecified concentration of dobutamine in 250ml at a rate of 10ml/hr. At 1400, a new container was initiated. At 1700, the pt's spouse alerted the nursing staff that the container was empty. There were no reported changes in the pt's vital signs, however, the pt was transferred to the telemetry unit for observation. The pt did not experience any adverse effects. The pump was removed from clinical svc. Though requested, no further info was provided.